Manufacturer narrative:
Technical services reviewed the information and noted that this is likely a lead issue. The noise on one episode appeared to be caused by myopotentials. Technical services discussed performing additional lead trouble shooting to determine the root cause of the clinical observations.

Manufacturer narrative:
Additional information received noted that a follow up took place. Maneuvers were performed and noise was reproduced when the patient performed deep breathing, while the impedances did not vary. It was reconfirmed that the noise was myopotential provoked and a lead fracture was no longer suspected. It was noted that this lead will remain implanted. No adverse patient effects were reported. Should additional information become available this investigation will be updated.

Manufacturer narrative:
--

Event description:
Boston scientific received information that noise was observed on the right ventricular lead. Reprogramming was performed. Subsequently, information was received that once again noise was observed on this right ventricular lead. Technical advice was requested. Upon review technical services confirmed that the noise on the right ventricular lead was oversensed resulting in asystole for > 2 seconds. The morphology of noise seems to be relate to myopotential sensing. In addition, technical services discussed troubleshooting to identify the root cause of the noise observed as well as performing a possible x-ray. Subsequently, a follow up took place and valsalva maneuvers were performed which did not reproduce noise. The patient referred that he connected a motor sometimes. This explanation was consistent with the episodes of noise recorded at different timeframes. The patient was requested to connect the motor everyday at the same time. Within 15 days an interrogation and transmission through latitude will take place. The physician will analyze the data then. No adverse patient effects were reported. This right ventricular lead remains implanted.

Event description:
--

Manufacturer narrative:
Upon additional information this investigation will be updated.

Manufacturer narrative:
Additional information received noted that during a follow up maneuvers were performed and noise was not reproduced. An x-ray taken did reveal a lead fracture. The device was interrogated to check if there was interference with the motor used by the patient, but no noise episodes were recorded. The physician suspected that the noise could be related to external myopotentials. An induction test will be performed at the next follow up. The physician requested additional review by technical services to access the cause/origin of noise. No adverse patient effects were reported.